Event description:
Boston scientific received information that during a routine follow-up visit, this right ventricular (rv) defibrillation lead revealed a shorted lead indicator and low out of range shock impedance measurements. A revision procedure was performed and this rv lead was explanted and replaced. It was noted that after the lead was explanted signs of friction were observed. No adverse patient effects reported. In addition, subsequently, the device (teligen model f102 sn (B)(4)) was also replaced.

Manufacturer narrative:
Visual inspection of the returned lead revealed slight abrasions in the insulation on the lead¿s terminal legs, and cuts were noted in the insulation at the suture sleeve tie-down area. At 73-80 mm from the terminal pin, the insulation over the rs+ conductor was abraded through to the conductor coil. The morphology of the insulation breach was consistent with lead-on-can contact. In addition, arcing was observed on the metal of the rs+ conductor coil.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.